Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced an infusion set adhesive issue event on (B)(6) 2026. The infusion set fell off due to sweat. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.